Event description:
Caller reported a cartridge alarm 20, indicating an issue with the pump. There was no adverse impact on the customer's blood glucose level. Tandem technical support decided to replace the pump. The customer was advised to use multiple daily injections (mdi) to ensure continued insulin delivery and will receive a pump with updated software. The customer acknowledged instructions on returning the faulty pump to tandem and programming the replacement pump with their settings.